Manufacturer narrative:
H.6 investigation summary investigation summary: scope of issue: the scope of issue is only limited to facslyric instrument, part # 651164, serial # (B)(6). Problem statement: customer reported complaint of a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6) 2021 to (B)(6) 2022. Complaint trend: there are 2 complaints related to the leakage of biohazard not contained within the instrument. Date range from (B)(6)2021 to 06sep2022. Manufacturing device history record (DHR) review: DHR part #651164 serial # (B)(6), file # 651164-651164-r651164000043-106386561-19, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was likely due to a blocked v8 valve tubing. The customer reported that the sit (sample injection tube) drips during the sit flush. In an attempt to resolve the issue, the side panel was opened. The v8 tube was massaged and rearranged inside the valve. This resolved the issue, and it is confirmed that the instrument is performing as intended. Although the leak was biohazardous waste, there was no skin contact with the fluid. No user was harmed or injured as a result of the leak and no medical treatment was performed. As a troubleshoot recommendation, proper daily and monthly cleaning procedures can be found under ¿maintenance¿ also in the bd facslyric¿ clinical system instructions for use, # 23-19938-02 rev.01, vers. A on page 165. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: na, case # (B)(4). Install date: 31dec2019 defective part number: na subject : 651164 - facslyric - sit drips during sit flush description: the client reports that the sit drips during the sit flush. Case comments: (9/6/2022 6:26 am) the client reports that the sit drips during the sit flush. (9/6/2022 6:29 am) open side panel. Massaged the tube of the v8 and rearranged inside the valve. The problem is solved. The tool works according to specifications. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. Azure ID: 89169 ID: libivd-ra-61 2.1.6 hazard: exposure to biological sample. Cause: back drip from injection port (sit). Harmful effects: harm to operator. (Exposure to stained sample). Probability: 1 severity: 3 risk index: 3 root cause: based on the investigation results the root cause of the biohazard leak not contained within the instrument was likely due to a blocked v8 valve tubing. Conclusion: based on the investigation results, the root cause of a biohazard leak not contained within the instrument on the facslyric, was likely due to a blocked v8 valve tubing. The v8 tube was massaged and rearranged inside the valve. This resolved the issue, and it is confirmed that the instrument is performing as intended. Supporting document: n/a h3 other text : see h.10.

Event description:
It was reported that while using the bd facslyric¿ the sit drips during the sit flush. The following information was provided by the initial reporter: was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.): liquid was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.): not contained. Was there spray of liquid? (If yes, describe the liquid that sprayed then go to question #7. If no, type "no" in the text box then go to question #4): no. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5): biohazard. Did biohazard leak before or after waste line? (If before waste line or unknown, go to question #7. If after waste line, go to question #6): after waste line. Was the waste mixed with decontamination/bleach? (If no, go to question #7. If yes, no further questions required.): no. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no, no further questions required.) Physical contact includes: clothing, skin, mucous membrane, inhalation, and non-intact skin.: no.

Event description:
It was reported that while using the bd facslyric¿ the sit drips during the sit flush. The following information was provided by the initial reporter: was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.): liquid. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.): not contained. Was there spray of liquid? (If yes, describe the liquid that sprayed then go to question #7. If no, type "no" in the text box then go to question #4): no. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5): biohazard. Did biohazard leak before or after waste line? (If before waste line or unknown, go to question #7. If after waste line, go to question #6): after waste line. Was the waste mixed with decontamination/bleach? (If no, go to question #7. If yes, no further questions required.): no. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no, no further questions required.) Physical contact includes: clothing, skin, mucous membrane, inhalation, and non-intact skin.: no.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.